Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine was unable to turn on. Event occurred before treatment while no patient was connected. There was no indication of patient harm or adverse event. A fresenius (B)(4) technician was scheduled to service the reported machine. Upon inspection, the technician found that the cause of the reported issue was that the switch rocker was burned. The switch was replaced and the device was tested and found to be in working order. The device was returned to service. No sample was returned for evaluation by the manufacturer. This report was received from fresenius (B)(4).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.